Manufacturer narrative:
G4:13mar2021. B4:16mar2021. A data acquisition board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. The problem could not be replicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:10dec2020. B4: 11dec2020. No parts were return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
It was reported that the ventilator had a "proximal pressure sensor calibration data error". There was no patient involvement. The service engineer (se) inspected the device and could not duplicate the reported issue. The se found in the ventilator diagnostic logs an error code indicating proximal pressure sensor auto zero failed. The se replaced the data acquisition (da) board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.